Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged cpu (central processing unit) board. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection and power on self-test were performed. The constant audible alarm was identified during power on self-test. The cause of the condition was due to a damaged cpu board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.